Event description:
The facility's biomed reported a fail code 812:02. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved. Additional contact information was requested but no additional contact was identified.